Event description:
It was reported that the implantable pulse generator (ipg) went into emergency settings, maximum output, and unipolar pacing twice during the patient's device check. The patient experienced pocket stimulation while this was occurring. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There is evidence of having been in emergency parameters but no evidence of whether it was an error in the programmer downlink or an accidental press of the emergency button.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).